Manufacturer narrative:
(B)(4) on 14feb2017, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated. If the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: one of the general surgeons was using the grasper today in a case and the jaw/tip broke off during the case in the patient¿s belly. He was able to retrieve all pieces of the instrument and there were no adverse effects to the patient. It appears that all pieces were able to be retrieved. No further information available.

Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The reported issue that the tip broke off was confirmed through visual examination. The instrument was manufactured in october of 2005. The root cause of the reported issue is due to improper handling and overstressing of the instrument. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.